Event description:
The complainant is the relative of a diabetic. Relative indicated that in january of this year glucometer 3 with memory had been providing lower results typically in the 90-150 mg/dl range. Because of these results the physician lowered the insulin medication. The diabetic received a result of 77 mg/dl. The diabetic felt hot, diaphoretic and complained of chest pain. Diabetic was taken to the hosp and at the hosp the blood glucose was 348mg/dl (method unknown). The customer did not have any normal control to evaluate the system. A request was made to return the system for eval. In the meantime a replacement meter was provided to the customer for use.